Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and replaced compressor assembly (B)(4), and completed the preventative maintenance (pm). The fse tested the iabp and was cleared for clinical use. (B)(6).

Event description:
It was reported during a preventative maintenance (pm) by the getinge field service engineer (fse) that the cardiosave intra-aortic balloon pump (iabp) would not build sufficient pressure, during drive regulator calibration. No patient was involved and no adverse event was reported.